Manufacturer narrative:
Investigation findings: a report was received for finished good (fg) part number t5036st stating "leaking from under the insulated portion of hose and soaked patient's dressing". Testing was performed and leaking was seen from each of the four blankets; three leaked at the weld where the tubing is attached to the material and one leaked from where the connector is attached to the tube. Raw material stock on hand of the blanket was checked and tested; leaking was not seen from any of the blankets. This call is being forwarded to the deroyal blanket manufacturing branch plant. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Health professional. Was a medical procedure involved? No. How was the quality issue was identified? By actual use. How was the product being used? Leaking coming from under insulated portion of hose on blanket. It soaked patient dressing and caused extra effort and time. Was it the initial use of the product? No. Was the product modified from the original condition supplied by deroyal? No. Person(s) affected by outcome(s) checked above: patient. Was the incident reported to the FDA? No. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: leaking coming from under insulated portion of hose on blanket. It soaked patient dressing and caused extra effort and time. Attending physician not happy along with active brace who had to make extra weekend trip to resolve.

Manufacturer narrative:
Potential root causes were identified as the following material degradation, inconsistency on testing method, equipment misaligned or unleveled and equipment wear due to operator. As a corrective action an engineering change order (B)(4) was created to update the routings steps for the manufacturing of the temperature therapy blankets. The updates included more specific assembly instructions for the operator to follow, listing out the specific parameter sheets to follow, adding the acceptance criteria for the testing done per lot, as well as more specifics on what to look for in the visual inspections. New mandrels were ordered to ensure no variation. Quality assurance visited the plant to discuss implementing a standard process for shimming the dies, and how often to check if the plates are level. Engineering change order 42778 was created to switch from the current polyurethane/polyvinyl chloride blend tubing to new polyurethane tubing. The new tubing was tested and passed design verification/process validation testing, as well as age testing. Product was produced and was visually inspected, hand pulled and then sterilized. Once sterilized they were american national standards institute (ansi) level I sample tested by manually hand pulling the connectors and running with t700 units. All blankets that were tested passed. The investigation is complete at this time. We will provide a follow up report if additional information becomes available.